Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed no alarms, timeouts, or drive stalls occurred that would indicate an issue or failure to deliver insulin. Inspection of the needle mechanism assembly, hard cannula, environmental seal, and bottom housing found no damages or deficiencies that would contribute to an improper insertion. The exact cause of the reported unsure properly inserted event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone16.2. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient called their healthcare professional on (B)(6)2025 due to hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 24 and 36 hours. The patient tried given a bolus, but blood glucose remained elevated. The patient then changed the pod and called their health care provider who recommended they give themselves 3 units of humalog insulin via manual injection. The blood glucose levels decreased to approximately 300 mg/dl but were still not decreasing as expected so the patient changed the pod again after wearing pod #2 an unspecified number of hours the same day. The patient noticed at that time that the pod cannula had not inserted correctly on the second pod. The patient also reported redness at the infusion site. After applying the 3rd pod, the patient's blood glucose decreased to approximately 180 mg/dl.